Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed caller to try various troubleshooting steps, but the pump screen remained inactive. Consequently, technical support arranged to replace pump, and customer was informed of available training and steps to follow upon receiving new pump. Customer acknowledged instructions and planned to use multiple daily injections as backup therapy during replacement process.